Manufacturer narrative:
Ps420421 section d4 and h4: device 1: serial #: (B)(6); lot#: 2101388572; UDI: (B)(4); device manufacture date: 14-nov-2020. Device 2: serial #: (B)(6); lot#: 2101247620; UDI: (B)(4); device manufacture date: 15-aug-2020. Method: the complaint mr850 respiratory humidifiers were returned to our fisher & paykel healthcare (f&p) service centre in (B)(6) where they were inspected by a trained f&p service technician. The devices were then repaired and returned to the customer. Results: performance testing of one of the returned mr850 respiratory humidifiers confirmed that the audible alarm was not functioning properly. Conclusion: we are unable to determine what may have caused the malfunctioning audible alarm. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in new york reported that the audible alarm of two mr850 respiratory humidifiers were not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4 and h4: device 1: serial #: (B)(6); lot#: 2101388572; UDI: (B)(4); device manufacture date: 14-nov-2020. Device 2: serial #: (B)(6); lot#: 2101247620; UDI: (B)(4); device manufacture date: 15-aug-2020. The complaint mr850 respiratory humidifiers are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of two mr850 respiratory humidifiers were not functioning. There was no patient involvement.